Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, provided pump reset information, and instructed the caller to contact them again if the malfunction code reoccurred. The customer was able to continue using the pump after the reset, and the malfunction did not recur.